Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a supplier process issue; however, due to the device not being returned, we are unable to confirm the reported event. Refer to (B)(4).

Event description:
On 09/01/2022, it was reported by an arthrex employee via sems that an ar-6410 tubing comes right off after it's put on. This was discovered during an unspecified procedure with no patient harm. The case was completed by using a new ar-6410.